Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon twisted inside me...had to visit a&e [foreign body in reproductive tract] tampon got twisted [device physical property issue] tampon twisted inside me...had to go to hospital to get it taken out..usual way to remove failed [complication of device removal] case narrative: consumer reported via e-mail that the tampon got twisted. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon twisted inside me...had to visit a&e [foreign body in reproductive tract]. Tampon got twisted [device physical property issue]. Tampon twisted inside me...had to go to hospital to get it taken out..usual way to remove failed [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon got twisted. No serious injury reported.